Event description:
It was reported that the impedance on the right ventricular lead has been varying from 360 to 2300 ohms. The lead was explanted and replaced. No further patient comlications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.